Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited high, out of range shock impedance (130 ohms). The physician noted a gradual increase in shock impedance since october 2020 (102 ohms to 130 ohms). A technical service (ts) consultant provided recommendations for lead integrity testing, programming options to adjust the out-of-range limit in the device, and a possible series of in clinic commanded sync low and high energy shocks. The device remains implanted. No adverse patient effects were reported.